Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and tvt was implanted. It was reported that following insertion the patient experienced urethral scarring, urinary retention, recurrent sui, enterocele, cystocele, and rectocele. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy and bilateral salpingo-oophorectomy with removal of left large ovarian cyst. It was reported that patient multiple underwent removal of tvt on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital (B)(6).